Manufacturer narrative:
No product is being returned for evaluation but lot# is provided. A device history report is currently being reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lobectomy: "wound retractor popped out during surgery. Incision was 5cm long and was checked for underlying obstructions. Some blood flew in the air as the device was release and got on the assisting nurse. Additional feedback from other surgeons at the hospital indicate that recent design changes to the product have made it more difficult to use in this type of surgery." Patient status: no impact.